Manufacturer narrative:
E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was found in the tubing of a clearlink system continu-flo solution set. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and a companion sample were provided for evaluation. Visual inspection of the actual sample observed a burned resin particle (intrinsic) at the tubing wall, while no defects were found in the companion sample. The burned resin can be generated in the extruder cannon and accumulates on the pin and bushing combinations at the process of extrusion. The reported condition was verified in actual sample. The cause of the condition was related to manufacturing.the reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.